Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2014, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 18-nov-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a device manufacturer representative regarding a patient receiving morphine (8 mg/ml at .4 mg/day) via an implantable infusion pump. It was reported that the patient was receiving the same amount of pain relief. A dye study was performed and the healthcare provider (hcp) was unable to aspirate more than 1 ml. There were no environmental/external/patient factors that may have led or contributed to the issue. The patient was alive with no injury and the issue was reported to be resolved at the time of this report. No further complications have been reported as a result of this event. Additional information was received from a healthcare provider (hcp) via a device manufacturer representative indicated that the patient's pain was being controlled by alternative methods and there were no plans for revision. No further complications have been reported as a result of this event.

Event description:
Additional information was received from a healthcare provider (hcp) via a device manufacturer representative indicated that the pump pocket was opened on 2019-feb-11 in order to examine the catheter. It was reported that the catheter was kinked by a suture loop behind the pump. The catheter was released and the catheter access port was able to withdrawal 2 ml without any difficulty. No further complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID (B)(4), serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) via a device manufacturer representative. The patient had a dye study scheduled on (B)(4) 2018 for possible increasing residual discrepancies at refills. No further complication was reported.